Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient presented emergently to the hospital and computed tomography (CT) showed a contained rupture from a type 3a endoleak, a type 1a endoleak and movement of the devices. The physician elected to implant three suprarenal aortic extensions to seal the endoleaks. The secondary intervention was successful. It was reported on (B)(6) 2017 the patient's health has declined since the secondary procedure and the patients' family has refused further treatment.

Manufacturer narrative:
At the completion of the investigation, based on the information provided, the clinical evaluation was able to confirm endoleak type iiia with partial separation of the main body and proximal extension, and aortic rupture. Clinical was unable to confirm the reported endoleak type ia, secondary procedure with three suprarenal proximal extensions, movement of the devices, and death from sepsis. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and device movement. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices were not returned for evaluation, no evaluation completed. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received, it was reported that on (B)(6) 2017 the patient expired. The physician indicated the patient passed due to a blood infection 10 days post repair.